Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician found the distal end glue was lifted and sharp on both ends. There was no patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the sharp and lifted adhesive occurred due to a stress and separation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.